Event description:
It was reported during remote follow up that the atrial lead exhibited poor sensing amplitudes. No intervention was reported. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: MFR number was incorrectly reported and should be reported as 2017865. Upon review, the atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.